Event description:
During functional testing of 137 sterile units, five (5) of the units failed testing. The distal shape section separated. The products were not clinically utilized.

Manufacturer narrative:
During functional testing of sterile 6-french infiniti diagnostic catheters, 5 units separated at the body-tip fuse area. Analysis identified an incomplete body-tip fuse. As none of the units were used in a clinical setting, there are no clinical factors that could have contributed to the event. One hundred and thirty-seven sterile diagnostic catheters were received for analysis. All received units were visual inspected and submitted to pull test at the fused area. The tip detached from five units during visual inspection. An incomplete tip-body fusion was observed during microscopic analysis. In addition, another twenty-two units showed open fusion during visual inspection. All units, submitted to the pull test, including those that showed open fusion were found within specification requirements. The manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The tip separation was confirmed. The cause of the reported anomaly is related to the manufacturing process, at the tip to body fusion operation. Actions taken to address this issue includes a recall for 6french infiniti catheters.